Event description:
Info was received that reported a patient was hospitalized in 2007, due to hyperglycemia. The patient reports that she began vomiting during the night. She went to the hospital around 11:30 am and was admitted with a blood glucose greater then 400 mg/dl. She was treated with IV insulin and fluids. She noted that the housing of her device had significant crack and seemed to be separating. Additionally, insulin was apparent and appeared to be leaking. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.